Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a glaucoma filtering device that would not drain following a device implant procedure. The device was removed.

Manufacturer narrative:
Additional information provided in e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: customer reported that due to lack of drainage the shunt was explanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in e.1. The manufacturer internal reference number is: (B)(4).